Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the tubing of four (4) small volume intermates. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from september 10, 2019 - september 12, 2019. One actual sample was received for evaluation. Visual inspection revealed a reddish-brown particle embedded in the material of the tubing line. The particle was not in the fluid path. The particle was subsequently identified to be polyvinyl chloride (pvc) via fourier transform infrared spectroscopy (ftir). Pvc is the raw material of the tubing line. The reported condition of particulate matter was verified for the returned sample. The cause of the condition was determined to be a manufacturing issue. The other three (3) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.